Manufacturer narrative:
This report is submitted on september 1, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2017, due to incorrect placement at the initial implantation. The patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on september 29, 2023.